Manufacturer narrative:
Device evaluated by MFR: product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00028. The pt was implanted with a percutaneous lead for leg and knee pain. On (B)(6) 2010, it was reported that the pt's lead was replaced due to migration. The pt reported no strenuous activity which could have contributed to this event other than what is required of her occupation as a home health nurse. During the surgical procedure, it was observed that the port plug was disengaging from the ipg header. As a result, the physician elected to replace the ipg as well. The explanted devices were returned to the MFR for analysis.